Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00408.

Event description:
During preparation for a coil embolization procedure using a ruby coils, two ruby coils were unable to advance out of they introducer sheath and their pusher assemblies became kinked when the physician attempted to advance while applying force. The kinked ruby coils occurred prior to use and were not used for the procedure. The procedure was completed using penumbra coils 400.